Event description:
After insertioin of the IV catheter into the patient the guidewire and needle were pulled back in order to engage the safety component. The needle came all the way through and then out of the protective sheath. A needle stick injury then resulted from the exposed needle.